Event description:
Cpi received information from a follow-up form, that this patient's implantable cardioverter defibrillator (ICD) system exhibited an abnormal rise in atrial pacing thresholds and impedance. Loss of capture in the atrium was also observed. Cpi learned that this ICD was explanted on october 09, 1997 for high atrial impedance and inadequate pacing.